Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that while removing the stylet wire from the 4.0 x 28 mm promus stent delivery system (sds), the stent dislodged onto the stylet wire. There was no pt involvement. No additional event or pt information is available. You are receiving this MDR report from because distributor distributes promus as its own brand labeling of co's drug eluting stent in the us.